Event description:
Consumer reported complaint for hi blood glucose test results. Customer stated that she had tested and obtained hi fasting. Customer stated she had just taken 100 units of insulin; customer stated she took insulin based on the meter results and based on her symptoms. The customer reported feeling lightheaded and stated she would seek medical attention.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer seeking medical attention due to symptoms related to diabetes. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 21-dec-2023 to ensure the customer's condition had improved- able to establish contact with customer who stated she did not currently have any diabetic symptoms. Customer had gone to urgent care of 12/21/2023. Customer's blood glucose test result was taken both via lab and using another device and the result had been 618 mg/dl fasting. The diagnosis was high blood glucose and customer was treated with insulin.